Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer with supplemental information from a nurse from the USA of peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer and nurse reported the following. On (B)(6) 2011, the patient experienced and was hospitalized for peritonitis. Treatment was not reported. The patient was discharged on (B)(6) 2011. On an unreported date in (B)(6) 2011, the patient recovered from the peritonitis. Pd therapy was ongoing. The nurse did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (gd881565, gd882613). There were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.